Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, they went back with scope and determined the capsule had not attached and it was not recovered. The patient was not injured following the procedure.